Event description:
Vent procedure tray failed to suction and therefore was removed and replaced by a conventional chest tube in a pt with a spontaneous pneumothorax. Device was examined by MFR and found to be completely unobstructed. Valve function was checked and found to be satisfactory. Follow-up with the physician found this was first time he had used the device and was unfamiliar with the features of the product. He apparently removed a functioning device.